Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the summary screen on the latitude website noted to check the left ventricular (lv) lead. Upon interrogation no out of range impedance measurements or stored events were observed and all daily measurements were within normal range. The patient was seen one and a half months later and a lv lead dislodgement was noted. The physician has opted to monitor the patient until other non-device health concerns are addressed. No adverse patient effects as a result of the dislodgement were reported.